Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device was received for investigation. Malfunction is reported.

Manufacturer narrative:
Device investigation did not reveal any device defect which is expected to have been present whilst implanted. Additionally the device has been received incomplete for investigation, as a portion of the electrode lead is not available for investigation. Damages found during investigation are attributable to the explantation surgery. Despite several requests, no information came back from the field regarding the circumstances which led to explantation. A root cause for the reported explantation cannot be determined. This is a final report.

Event description:
Explanted device was received for investigation.